Event description:
It was reported that this right atrial (ra) lead recorded an automatic lead safety switch (lss) for high out of range pacing impedance measurements. Additionally, oversensed noisy signals were noted on stored episodes. Technical services (ts) reviewed the device data and suspected a lead integrity issue with this lead as a sudden spike was noted on the impedance measurements from approximately 500 ohms to 3000 ohms. Ts recommended to further evaluate if a lead replacement procedure was required. No adverse patient effects were reported. This ra lead remains in service.